Event description:
Catheter image did not display onto to carto system, preventing the procedure from continuing. All connections were checked and a brand new handle was connected to catheter. This did not resolve the issue. The catheter was replaced with a brand new duplicate catheter. This resolved the issue. No patient harm was involved due to this issue.